Event description:
The healthcare professional (hcp) reported through a manufacturer representative that all electrodes had high, out of range impedances and that the system was unable to provide stimulation therapy. There were no external factors identified that may have led or contributed to the event. The implantable neurostimulator (ins) and lead were replaced and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead, ubd: 16-aug-2027, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead h3. Analysis found non-conformances with the lead (977c165 - serial# (B)(6). Analysis identified that a weld was corroded at the distal end of the lead. Analysis also identified that the #1, #4, #5, #9, and #14 conductors were broken from the electrode weld site at the distal end of the lead. H3. Analysis found no issues with the implantable neurostimulator (ins). The returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.